Event description:
It was reported that a user¿s freestyle libre 3 plus continuous glucose monitor (cgm) sensor would not pair with the ilet after several hours of attempts, and the user replaced the sensor and resumed normal operation. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no impact to blood glucose. User support included remote troubleshooting and user education, along with referral to the abbott support line for sensor replacement. Investigation of this case revealed a pairing failure consistent with a sensor communication malfunction requiring a new continuous glucose monitor sensor. It was concluded, based on previously established findings for similar reports, that the cause was a sensor pairing failure attributable to the cgm sensor, not the ilet.

Manufacturer narrative:
Initial